Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported surgery was successfully completed with no surgical delay.

Manufacturer narrative:
Additional narrative: date of event reported as (B)(6) 2018, exact date is not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 a revision of the distal femoral osteotomy where there was a failure of the fixation of the unknown proximal screws in the tomofix femoral plate. The original case was on (B)(6) 2018 where the patient had a lateral opening wedge distal osteotomy to treat a valgus deformity around the knee. The osteotomy was performed in the usual way, but unfortunately the medial hinge cracked. The osteotomy was stabilized with a tomofix femoral plate. All screw hole were filled with bi cortical locking screws which were inserted in the correct way and torqued with the appropriate 4nm limiter. A few days post-op the patient presented with pain and x-rays showed the plate had failed and the osteotomy had collapsed. All 3 proximal locking screws had disengaged from the plate and pulled out of the bone allowing the plate to come away from the bone. Initial inspection of the screws and plate upon removal showed no signs of damage. However, the implants have been requested to be decontaminated. The osteotomy was refixed with a longer distal femur plate. It was unknown if there were surgical delay and adverse event to the patient reported. This complaint involves two (2) devices. This report is for (3) unk - screws: locking. This report is 2 of 2 for (B)(4).